Manufacturer narrative:
Complaint conclusion: as reported, the tamper tube of a 6f/7f mynxgrip vascular closure device (vcd) is getting stuck and not deploying. Hemostasis was achieved by manual compression. There was no reported patient injury. This was a vein closure no angiogram was performed. The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the 6f non-cordis sheath. The advancer tube was not engaged or visible. A 6f 10 cm non-cordis sheath was used. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it was not returned for evaluation. The product history record (phr) review of lot f2316001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the information provided, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tamper tube of a 6/7f mynxgrip vascular closure device (vcd) is getting stuck and not deploying. Hemostasis was achieved by manual compression. There was no reported patient injury. This was a vein closure no angiogram was performed. The user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the 6f non-cordis sheath. The advancer tube was not engaged or visible. A 6f 10 cm non-cordis sheath was used. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.